Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during an initial implant, the process to advance the lead in the subclavian vein was difficult due to tight blood vessels. When the lead was removed to make another attempt, it was noted that there was blood on the electrode. The lead was discarded and a new lead used. No patient complications were reported as a result of this event.